Event description:
Reference number (B)(4). Event occurred in united states. It was reported that, the patient experienced issue with 8 infusion sets cannula being kinked within the month of july. This issue led to an increase in blood glucose level, which was treated with correction bolus via pump and multiple daily injection the sets were found to be kinked, within 3 hours of insertion. The site of insertion was located at abdomen, thigh/upper buttocks..furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6) - device 7 of 8. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.